Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of being unable to insert the lead into the header was not confirmed in the laboratory. Test leads were inserted and secured well into the header. The lead bore diameters were tested with lead bore gauges and were found to be within product specifications.

Event description:
It was reported the lead could not be fully inserted into the device header during implant. The device was returned.